Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There was no-nonformances in the DHR related to the reported event. The customer provided in-house service to the pump. The customer did not provide any further information. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generate a "auto fill failure" followed by a maintenance code #2 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.